Event description:
No additional information received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed and the reported event could not be confirmed. Review of device history records found these units were released to distribution with no related deviations or anomalies. The root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a cortical screw broke during surgery. No additional information has been provided at this time.